Event description:
It was reported that the user became concerned about a potential low glucose, noting a fingerstick value of 80 mg/dl and a cgm value of 77 mg/dl, and sought guidance regarding pausing insulin delivery and managing potential low alerts while driving. Customer care provided assistance and advise. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. Symptoms included perceived hypoglycemia risk without reported neuroglycopenic or adrenergic symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded that hypoglycemia was a concern with an unclear cause and that device performance could not be implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.